Event description:
The following information was received from global pharmacovigilance (gpv) and is a report by a consumer in the USA of peritonitis in a patient coincident with dianeal unknown therapy.on (B)(6) 2012, the patient was diagnosed and hospitalized with peritonitis. It was unknown if a peritoneal effluent culture test was performed. Treatment rendered for the events was not reported. Patient is still recovering from peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd890541. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.